Manufacturer narrative:
Product analysis: the stent was positioned on the balloon as per specifications. There was no damage evident to the stent. There was residue was visible in the balloon indicating that there had been previously inflation attempts on the device. The device was placed in water bath to disperse hardened residue. The hardened residue could not be removed. The distal shaft was cut to facilitate inflation. Upon balloon inflation a leak found on proximal pillow of the balloon. There was a longitudinal tear on proximal pillow of the balloon. There were also scratches evident on the proximal pillow of balloon. (B)(4).

Event description:
The device was removed from the packaging per the instructions for use, inspected prior to use with no issues noted and it is unknown if negative prep was performed. The lesion was not pre-dilated. Physician was attempting to use one endeavor resolute drug-eluting stent in a non-tortuous, unknown lesion but the stent could not be inflated. A pressure was applied of 16atm but the device did not inflate. There was no resistance encountered when advancing the device and no excessive force was used. There was no injury to the patient.